Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it could not be determined if the reported deviation caused or contributed to the difficulties. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted using a proglide device via an 8.5f sheath after an ablation procedure. Reportedly, the proglide footplate was deployed; however, may not have been positioned against the vessel wall sufficiently. A cuff miss (suture retrieval issue) was noticed when the plunger was deployed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.